Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was calcified and located in the anterior ostial right coronary artery (rca). The lesion was predilated with a 2.5 x 15 mm maverick balloon. After predilation the physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent, however, the taxus stent struts lifted. Consequently, the stent was never deployed. The procedure was successfully completed with a cypher 3.0 x 8 mm stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."